Event description:
An umbilical venous catheter and an umbilical artery catheter were placed for monitoring and support in a newborn with respiratory distress. It was noted three hours after placement that the umbilical artery catheter was leaking from just under the luer connection. The catheter was removed.